Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the sensor had inaccurate readings. The customer reported their blood glucose has declined to 52 mg/dl. Customer treated their low with an apple juice. The customer¿s blood glucose was 180 and 202 mg/dl and the sensor glucose was 52 and 74 mg/dl. The costumer¿s current blood glucose is 160 mg/dl and sensor glucose is 202 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The customer declined to troubleshoot for low blood glucose. The product will not be returned for analysis.